Event description:
It was reported that the patient had inappropriate shocks due to p-and-t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was walking at the time of the events. The patient has lost approximately 60 pounds since the implant the implant of this system. And now, the patient also has a pacemaker system implanted along with this subcutaneous implantable cardice defibrillator (sicd). The device sensing vector at the time of the shock was set to the secondary sensing vector. Technical services advised some testing options. In-clinic testing found low intrinsic amplitudes in all three sensing vectors. Technical services recommended getting the pacemaker representative into the clinic and then rescreen the sicd system. There were no additional adverse patient effects. The system remains implanted.